Manufacturer narrative:
Exact date unknown, event occurred about 2 years ago the date the manufacturer became aware of the event. Explant date: many years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been provided despite good faith efforts.